Manufacturer narrative:
B2. Date of death - the exact date of death is unknown. Therefore, the date provided is an approximation derived from the sequence of related events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced pericardial effusion that required pericardiocentesis. The patient died. After the transseptal puncture with the baylis nrg transseptal needle, a pericardial effusion was noticed and the patient blood pressure dropped. The effusion was discovered via intracardiac echocardiogram (ice) and confirmed with ultrasound. A pericardiocentesis was performed, and 3400 cc of fluid was drained. The patient stabilized and was transferred to another facility that has surgical backup. The patient required extended hospitalization for observation and monitoring. The patient status was stable, and patient was extubated the next day. However, the following night, the patient expired due to unknown causes. The physician's opinion of the adverse event is that it was caused during the transseptal puncture.